Manufacturer narrative:
Eval: this investigation has been started but not completed. Upon completed investigation, a f/u report will be submitted. Preliminary findings are that the cause of this event is due to an insufficient bond at the end cap.